Event description:
It was reported that the communicator smells like a burning rubber. A boston scientific technical services (ts) assisted the patient in troubleshooting. There were no injuries or damage. The communicator issue persisted. The company representative advised to replace the communicator. The communicator was no longer in service. No adverse patient effects were reported.